Event description:
Boston scientific received information that during a follow up visit, review of the arrhythmia logbook revealed this right ventricular lead had two episodes of noise resulting in three seconds asystole. The episodes were declared as non-sustained vf episodes. Programming changes to longer duration detection and sensitivity was set to least. Pocket manipulation could reproduce the noise. A decision was made to further monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.